Event description:
Catheter inserted 5/23/94. Shearing of catheter necessitated retrieval of distal portion on 2/21/96 from right pulmonary artery and retrieval of proximal portion on 3/1/96 from right shoulder.